Event description:
A customer reported an altitude alarm issue with their pump, which resulted in their blood glucose level displaying as "high" and exceeding 500 mg/dl. The customer addressed the high glucose level by administering a correction bolus via the pump. Technical support instructed the customer to clean the speaker holes and remove obstructions, then remove and reconnect the cartridge. After these steps, the customer was able to resume insulin delivery, and the alarm did not recur. There was no need for third-party assistance beyond this guidance. Pump operations returned to normal, and the customer was provided with tips to prevent future altitude alarms.